Event description:
It was reported that, "patient had a syncopal episode after being sick & taking antibiotics. Patient went to emergency dept where x-rays revealed a dislocation of the left hip. Patient went to the operating room for an open reduction procedure after being evaluated & stabilized."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.